Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the device was embedded in the wall of the inferior vena cava (ivc), the ivc was occluded and that the patient had subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). Although the filter is reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. Per the pfp, nine years and two months post implantation, the patient presented to the emergency room with leg pain and shortness of breath after having been off all anticoagulation. The patient was found to have a pe in the left lower lobe pulmonary artery branches and extensive thrombosis of the ivc and right lower extremity veins, extending below the filter with a small amount of thrombus immediately above the level of the filter. The patient underwent thrombolysis and cannulation of the filter. The thrombus in the femoral and popliteal vein resolved two days after but there was some moderate to severe stenosis that remained at the iliac vein at the junction of the ivc. Therefore, cannulation of the ivc was performed through the stenosis and then balloon angioplasty was performed from the ivc down into the external iliac vein. A final venogram showed partial resolution of the thrombus, with a free flow of contrast from the iliac vein into the ivc, above the filter. The residual thrombus was to be resolved with anticoagulation and the patient was advised that the filter cannot be removed. The patient reports to be suffering from fear and anxiety. According to the medical records, the patient¿s pre-operative diagnosis was progressive thrombosis of the left leg that was progressing to the iliac vein. The filter was deployed without any reported complications. A follow-up cavogram was taken which showed the filter in good position. It was reported that a patient underwent placement of a trapease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) and filter; filter is unable to be removed. Additional information also indicates that the device is embedded in the wall of the ivc, the ivc was occluded and that the patient had subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). Although the filter is reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. Per the pfp, nine years and two months post implantation, the patient presented to the emergency room with leg pain and shortness of breath after having been off all anticoagulation. The patient was found to have a pe in the left lower lobe pulmonary artery branches and extensive thrombosis of the ivc and right lower extremity veins, extending below the filter with a small amount of thrombus immediately above the level of the filter. The patient underwent thrombolysis and cannulation of the filter. The thrombus in the femoral and popliteal vein resolved two days after but there was some moderate to severe stenosis that remained at the iliac vein at the junction of the ivc. Therefore, cannulation of the ivc was performed through the stenosis and then balloon angioplasty was performed from the ivc down into the external iliac vein. A final venogram showed partial resolution of the thrombus, with a free flow of contrast from the iliac vein into the ivc, above the filter. The residual thrombus was to be resolved with anticoagulation and the patient was advised that the filter cannot be removed. The patient reports to be suffering from fear and anxiety. According to the medical records, the patient¿s pre-operative diagnosis was progressive thrombosis of the left leg that was progressing to the iliac vein. The filter was deployed via the right femoral vein at the level of l2-l3 interspace, without any reported complications. A follow-up cavogram was taken which showed the filter in good position. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. The reported event notes implantation of the filter on or about (B)(6) 2005; however, the attempted retrieval date or an actual attempt at retrieval, is unknown at this time. Blood clots, clotting, device occlusion related to clotting and ivc stenosis do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Venous insufficiency and post-thrombotic syndrome do not represent a device malfunction and may be related to underlying patient specific issues, specifically but not limited to the initial diagnosis and indication for the device implant. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety, shortness of breath and leg pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal team, plaintiff underwent placement of the trapease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, blood clots, clotting and occlusion of the p/c and filter; filter is unable to be removed. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.